Event description:
Patient developed vessicle/burn at posterior cervical injection site next day post cervical radiofrequency ablation. Treated for burn at wound clinic. Diagnosis or reason for use: radiofrequency ablation.